Event description:
Report received of a non-delivery of IV nimbex. The pt with tetanus on ventilatory support being paralyzed with nimbex. The pt was also receiving a versed drip and a propofol drip. It was reported that the pt was supposed to be paralyzed with the nimbex, but the pt remained moving. According to the customer contact, they had to keep increasing the rate of the nimbex in an attempt to get the desired effect. Along with increasing the nimbex, the versed and propofol were also increased. It was reported that the anesthesiologist was called to evaluate the pt and noted that the pump did not appear to be infusing fluid. When the pump door was opened, it was reported that the tubing was curled up behind the door near the tubing entrance. There was no alarm alert received. The customer contact reported that the pt was without the nimbex infusion for apporx 4 hours. According to the customer contact, the tubing was re-loaded into the pump, the pt was given a bolus dose of nimbex, the rate on the nimbex infusion was decreased and then resumed. The pt was then able to be maintained in a paralyzed state. There was no reported adverse event with the pt. Though requested, there was no further info available.